Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photo was provided for review. The investigation is inconclusive for the reported failure to advance and difficult to remove issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the reported photo. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023). The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in procode and PMA/510k.

Event description:
It was reported that during a port placement, the guidewire allegedly failed to advance through the introducer needle. It was further reported that the physician suspected guidewire burrs. The procedure was completed using another device. There was no reported patient injury.